Event description:
The lay user/patient called lifescan (lfs) in 10/05 and alleged that his meter was reading inaccurately erratic. The patient reported that 8 weeks ago, he obtained a result of 268 mg/dl on his meter. He then retested on his meter within 10 minutes and obtained a result of 198 or 199 mg/dl. The patient does not recall if he had any symptoms at the time of testing. He contacted his advice nurse and she referred the patient to lfs for assistance with the meter. No injury or harm was alleged and no medical intervention was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did not have control solution to troubleshoot. Replacement test strips have been sent.